Event description:
Pt had a 24 hour ph monitoring done. Pt returned after 24 hours monitoring with the digitrapper. Catheter removed and information downloaded and the report printed out. Abnormal reading noted. Digitrapper only read approximately 6 minutes of the 24 hour study recorded. Tech support called and the report faxed back. After they reviewed the study, it was determined that the recorder (digitrapper) was not recording and stated it was probable the equipment (digitrapper) was malfunctioning and suggested the recorder be removed from service. Due to the age of the equipment medtronic and alpine no longer offers service parts or support for this equipment.